Manufacturer narrative:
During a call with tac (technical assistance center) support engineer the customer reported that after he performed the test procedure on the device, the generator did not pass output verification. The customer conveyed that the device will be returned to olympus for repair and evaluation. To date, the subject device has not yet been returned for evaluation. This report will be supplemented accordingly following investigations.

Event description:
It was reported that during an unknown procedure the device would not function properly. It is not burning as expected. There was no patient harm or impact reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The returned device was evaluated and inspected. The unit passed all functional tests and the output power was within standard specifications. The unit did not generate any error codes when a 2 hour burn-in test was performed. The reported error was not confirmed as the unit passed all functional tests. Review of fault log however, found error code 200 ref 79. A possible cause for the error is a faulty thermocouple loom. The unit had multiple scratches on the housing. A DHR (device history records) review is unable to be performed as this device has been serviced before. A review of the previous service shows no abnormalities. Olympus will continue to monitor the field performance of this device.